Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 210 mg/dl. Customer stated that the pump is not working. Customer got into the spa yesterday and sat down. Customer did not realize the pump was still on. Customer removed the pump and set it out. Customer stated that everything had been fine until this afternoon. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratches on the lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.